Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. The peritoneal dialysis registered nurse (pdrn) reported the cycler had not been doing the correct treatment. During follow-up, the patient reported they presented to the emergency room (ER) on (B)(6) 2021 with shortness of breath (dyspnea). The patient reported undergoing several x-rays, which determined the patient was fluid overloaded. The patient was admitted and was provided ccpd utilizing a stronger solution to promote greater fluid removal. The patient stated the dyspnea improved and they were discharged home on 16/apr/2021. The patient stated the doctor ordered them to get a replacement liberty select cycler (cycler), and the patient reiterated they believed their previous cycler was malfunctioning. They stated the replacement cycler arrived and has been performing ccpd therapy without difficulty.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of fluid overload, characterized by dyspnea, which warranted hospitalization. The patient alleges the liberty select cycler was malfunctioning and not performing pd therapy correctly. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its etiology. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Presently, there is no physical/objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the patient¿s allegation, absence of definitive causality, discharge summary, treatment data and no manufacturer evaluation of the suspect device; there is insufficient evidence to exclude the liberty select cycler from the serious adverse events.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. The peritoneal dialysis registered nurse (pdrn) reported the cycler had not been doing the correct treatment. During follow-up, the patient reported they presented to the emergency room (ER) on (B)(6) 2021 with shortness of breath (dyspnea). The patient reported undergoing several x-rays, which determined the patient was fluid overloaded. The patient was admitted and was provided ccpd utilizing a stronger solution to promote greater fluid removal. The patient stated the dyspnea improved and they were discharged home on 16/apr/2021. The patient stated the doctor ordered them to get a replacement liberty select cycler (cycler), and the patient reiterated they believed their previous cycler was malfunctioning. They stated the replacement cycler arrived and has been performing ccpd therapy without difficulty.